Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2015 using a unspecified applicator, the upper and lower abdomen using a coolmax applicator on (B)(6) 2015 and retreated on the upper abdomen on (B)(6) 2016 using a coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) at an unknown date after treatment but they noticed an enlargement of the affected areas after the second treatment. Ph was diagnosed on (B)(6) 2016 and was described as palpable firmness felt to mid and upper abdomen in areas that were treated; visible bulge to upper abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2015 using a unspecified applicator, the upper and lower abdomen using a coolmax applicator on (B)(6) 2015 and retreated on the upper abdomen on (B)(6) 2016 using a coolmax applicator. The patient developed paradoxical hyperplasia (pah/ph) at an unknown date after treatment but they noticed an enlargement of the affected areas after the second treatment. Ph was diagnosed on (B)(6) 2016 and was described as palpable firmness felt to mid and upper abdomen in areas that were treated; visible bulge to upper abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.